Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips were successfully implanted. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported. After the procedure was completed it was identified that the patient had a pericardial effusion that required draining, approximately 600 ml was drained. The patient remained stable and was discharged on november 10th.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported pericardial effusion cannot be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.